Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center displayed a black screen with multiple scopes, there were socket or video processor issues. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation additional information added to field d8, d9, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Three attempts were performed to obtain additional information and confirm the device return status, but no response was received from the customer. To date the device was not received. Based on the results of the investigation, as the device was not returned for inspection, root cause cannot be determined. Olympus will continue to monitor field performance for this device.